Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas on behalf of the patient to report that the patient¿s blood glucose has been elevated over 500 mg/dl for the last 2 days with symptoms of nausea and vomiting. Reportedly, the patient was treated with insulin via syringe. His elevated blood glucose subsided with insulin and he continues to manage his diabetes with insulin pump therapy. Troubleshooting indicated that there was no product malfunction associated with the reported incident. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. This complaint is being reported because the patient had elevated blood glucose over 500 mg/dl while on insulin pump therapy. Although there was no product malfunction associated with the incident, use error and intentional misuse associated with the animas product could not be ruled out as contributor. Hence, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box begins on (B)(4) 2014. Due to continuous use of the pump the black box data and histories for the event on 10/02/2013 have been overwritten. Review of the available black box and alarm history shows no eaw¿s associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.